Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the compliant product is available to return. The customer retaining the device. H6: updated codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an anterior/posterior (a & p) lumbar fusion procedure on (B)(6) 2020, one of the x25 tightener couldn't make the final tightening. The instrument spun inside the innie. There was surgical delay of ten (10) minutes. Procedure was successfully completed by using another x25 tightener. There was no patient consequence reported. Concomitant device reported: locking/set screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) verse x25 inserter/tightener. This is report 1 of 1 for (B)(4).